Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter displayed inaccurately high results compared to both another meter and to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation of the call. The patient alleged that the meter started reading inaccurately high about 10 months prior to contacting lfs. She reported that on an unspecified date and time in (B)(6) 2017, she obtained an alleged inaccurately high blood glucose result of ¿605 mg/dl¿ compared to her feelings and to a result of ¿125 mg/dl¿ on a onetouch select simple meter, performed within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Similarly, meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, including metformin and glibenclida. She reported that from (B)(6) 2017, she had increased her medication and taken less food/drink. She indicated that about one month after the start of the alleged issue, she developed symptoms of ¿anxiety, sweating and cold sweats¿. She reported that in (B)(6) 2017, she obtained a laboratory result of ¿53 mg/dl¿ and received ¿IV fluids¿ from healthcare professionals (hcps) at the emergency room. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed that she had used an approved sample site to obtain the blood samples. However, the csr documented that the patient¿s test strips had expired in december 2016, prior to the start of the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Anxiety, sweating and cold sweats requiring hcp intervention, after obtaining alleged inaccurately high blood glucose results and administering increased medication.